Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
Pfs alleges post traumatic stress disorder, depression, swelling in both legs, limping, intense strain to the muscles, ligaments and tendons area, and use of cane for mobility. After review of medical records, it was confirmed that the patient was revised due to aseptic loosening of the left femoral component resulting to pain. Operative note reported femoral sleeve was loose with no bony ingrowth. There's no signs of infection and dislocation in the revision note. Bone scan reported increased activity at the femoral sleeve suggestive of loosening.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Initial reporter occupation: attorney.

Event description:
Litigation alleges the patient suffers from pain, discomfort, and dislocation. Even though the patient received a poly liner, the litigation is for metal on metal, so we are reporting the head and liner only. Update ad 03 may 2018 receipt of ppf and sticker sheets record. In addition to what were previously alleged, ppf alleges loosening of stem.